Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert for high undefined pacing impedance as well as a lead integrity alert (lia) triggered aby high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also had oversensing noise on high rate non-sustained episodes. The lead is suspected to be fractured. Reprogramming occurred and device extraction and replacement is planned. No patient complications have been reported as a result of this event.